Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the dark circles with 2ml of juvéderm® volbella¿ with lidocaine. Approximately 8 months later, patient experienced "edema, heat and erythema at the site of the filler.¿ patient was medicated with the antibiotic scheme corresponding to late nodules and far from improving, worsened. Treatment included clarithromycin , ciprofloxacin. Symptoms ongoing/unresolved. Additionally, patient had tooth removal procedures 15 days after the application of the filler with concomitant inflammation of the filling that subsided with antibiotics and recurrence 8 months later. Hcp interpreted from the clinical history that they are late nodules, probably related to an inflammatory odontological process, but given the lack of response and worsening of symptoms despite the correct antibiotic regimen.